Manufacturer narrative:
A beckman coulter field service engineer (fse) was not dispatched. The customer replaced the sample probe to resolve the issue. Beckman coulter internal identifier is (B)(4). No patient demographic information (age, gender, weight, race or ethnicity) was provided. (B)(6).

Event description:
The customer reported erroneous patient results were generated for ise (ion selective electrolyte) which includes na (sodium), k (potassium) and cl (chloride) and carbon dioxide (co2) on the au680 clinical chemistry analyzer. The erroneous patient results were not reported out of the laboratory. There was no change in patient treatment in association with this event. Quality control was within the laboratory¿s established ranges prior to event.